Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as #6000093-2007-01121. It was reported that post a cornary drug eluting stenting treatment procedure, a thrombosis occurred. Two target lesions were identified in non-calcified vessels. One in the mid right coronary artery (rca) and one in the proximal left anterior descending (lad) artery. The lesions were predilated with a 3.0x15mm maverick balloon. A taxus express2 3.0x20mm drug eluting stent was placed in the rca and a taxus express2 2.5x20mm drug eluting stent was placed in the lad. No complications were reported. The patient had been taking plavix. Ivus was used. The rca diameter measured 4.0mm and the lad diameter measured 3.0mm. The physician indicated that the stents had been undersized during the intial implant. An export catheter was used to remove the thrombosis in each vessel and two larger bare metal stents were placed. The stents were post dilated with a quantum maverick balloon. No further pt complications occurred. Pt status is satisfactory.